Event description:
Alert for lv pacing impedance less than 200 ohms. This occurred when programmed lv vector was changed lvt-lvr to lvr-rvc. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).